Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the s-ICD was thoroughly analyzed. Visual inspection of the device revealed a hole in the side of the seal plug. The setscrew operated normally and without issue. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis concluded that the clinical observations of noise and oversensing was a result of the hole in the side of the seal plug.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate shocks due to oversensing. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant reviewed the data and discussed that there were artifacts on the electrograms that were oversensed. The morphology of the artifacts was potentially caused by a loosened setscrew or a damaged seal plug. Additional troubleshooting was discussed. A revision was performed and the physician confirmed that the connections were fine. No noise was observed on the electrograms during can manipulation. The physician performed a tug test and the electrode did not come out of the s-ICD header and the setscrew was fully engaged. Because a seal plug issue could not be ruled out, this s-ICD was explanted and successfully replaced. The electrode remains implanted and in service. No additional adverse patient effects were reported.